Manufacturer narrative:
Concomitant medical product(s): product ID: 39565-65, serial# (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-01-07, information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was experiencing swelling in their back where the lead is. The patient was scheduled to meet with their hcp on (B)(6) 2019 to address the issue. No further complications were reported. On 2020-jan-21, additional information was received by a healthcare provider (hcp) via a manufacture representative (rep) reporting that an allegation was made by the patient that their wire was eroding through their skin following significant weight loss. However, it was indicated that this was never observed in a healthcare setting. The site of the alleged erosion appeared in the form of a ¿zit¿ that had mostly healed. However, it was indicated that the patient needed several doses of oral antibiotics. The patient¿s significant weight loss may have contributed to the issue. It was reported that the surgeon debrided the previous lead and the battery surgical sites as well as a third site, the site of the alleged erosion/¿zit¿. The surgeon then retunneled the paddle lead wires. It was reported that the issue was resolved. The surgeon did an incision and drainage of what they believed was possibly an abscess. The event occurred in 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called the rep and stated that she had her system explanted on (B)(6) 2020 due to a reinfection. No further information was reported.